Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the main trunk to anterior descending proximal third artery. The 4.5x15mm nc trek balloon dilatation catheter (bdc) was used in the procedure; however, after deflating the balloon, during removal the bdc became stuck with a 7f guide catheter (gc) and was not able to enter the gc. After, manipulation the bdc was able to enter the gc with difficulty and the bdc had to be removed with the gc as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9, h3: the device was initially reported as discarded; however, it was returned for analysis. H6: type of investigation code 4115 was removed. H6: investigation findings code 3221 was removed.